Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the temperature reached 40°c when the patient was using it, and it returned to normal after changing it. There was patient involvement and no patient harm/adverse event reported.